Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 11/12/2015 to the present date 10/6/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Event description:
It was reported that there was an alarm-error code/message. The device initially turned on and would do a self test when connected to the controller or modules, but it would not stay on and caused the other module to have communication error 13-1033-149. The issue persisted even after replacing both iuis. No patient involvement was noted.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown error code/message. There was no patient involvement.